Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found in spec in relation to the reported "door sensor alert" which was confirmed through the event history log as door jammed messages but was not reproduced. Eval found no discrepancies. The door opens and closes as expected with and without tubing as expected.

Event description:
It was reported that a spectrum pump had a "door sensor alert". Any pt involvement. Injury or medical intervention is unk.